Event description:
The rn reported that a heat pack started leaking after it was applied to the patient's arm. The rn obtained the heat pack from the storage area and squeezed it to activate the chemicals inside. She reports she felt the inner pouch pop and then she gently shook the bag to equally distribute the chemicals. The heat pack began to warm up and she applied it to the patient's arm. A few minutes later, the patient called her because he noticed that his arm was wet. Upon further inspection, the rn found that the heat pack was leaking and was the source of the wetness. The patient's skin was rinsed with tap water. No patient or staff harm resulted. The rn obtained another heat pack and applied it after activating the chemicals. The patient reports that the heat pack was just laying on his arm when it began leaking. The rn had not noted any leaks after activating the bag or when initially placing it on the patient's arm.we plan to return the device to the manufacturer for investigation/analysis.